Event description:
Reporter alleged blood glucose measured 447, 307, and 212 mg/dl when all tests were performed within 2 minutes of each other. No actions or treatment resulted reportedly. A request was made for the return of the suspect device and replacement product was sent.